Manufacturer narrative:
Add'l info has been requested. Sample has been received and is currently being decontaminated. Following completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Device inserted and needle did not retract, resulting in a needle stick injury.